Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had cracks emanating from the top of the screen. It was reported that the customer did not bump or drop the device. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, to revert to a backup plan until the replacement arrived, and to monitor their blood glucose values. The customer's reported blood glucose value was 13.2 mmol/l. No further information was provided.